Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection on the anastomosis, there was poor staple formation which then led into bleeding. Patient was brought back into or and re-operated due to bleeding which had blood loss of more than 500cc. Over sew was performed in order to fix the staple line and to control the bleeding.